Event description:
There was excess fluid removed from a patient during a hemodialysis treatment. The patient became hypotensive two hours and twenty minutes into the treatment. Pt was given 1,200 ml of saline. The patient was complaining of weakness and was hypotensive post treatment. Based on the reported weights, saline given and what the machine had indicated was removed, there was a fluid weight loss variance of about 3.2 kg.